Manufacturer narrative:
(B)(4). Insulin pump received with blank display due to corroded electronic assemblies. Unable to perform self test, rewind, seating, basic occlusion test, occlusion test, force sensor test or displacement test due to blank display. Insulin pump received with corroded battery tube, corroded motor home switch and cracked case corner of the belt clip rails near the battery compartment. The p-cap does lock properly.

Event description:
Information received by medtronic indicated that the back of insulin pump was damaged. Customer stated that the insulin pump had cosmetic damage. Customer stated that the reservoir and insulin pump does not show signs of damage. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.